Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the lead dislodged 3 times. The lead was not used and replaced successfully. The patient was not symptomatic during or post procedure.